Event description:
A customer observed a fluid drip from the probe of the ortho provue analyzer while performing antibody screen testing. The customer also observed that the probe was bent. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer aborted testing, preventing erroneous test results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and confirmed that the probe was bent. The fe replaced the probe and performed necessary adjustments to return the instrument to expected operation. The cause of this event was a bent probe and can lead to loss of vacuum/pressure in the fluidics system and probe drip.